Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.

Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device failed to power on. The device was not in patient use. The device's system board was replaced to address the issue.